Event description:
It was reported that during the implant procedure, several attempts were made to position this right atrial (ra) lead as the pacing impedance and threshold measurements were not acceptable. Eventually the helix stopped functioning and a new lead was provided to complete the procedure. No adverse patient effects were reported. The attempted lead was not planned to be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.